Manufacturer narrative:
Testing and investigation from the device passed testing. An e321 (battery charger timeout) error code was noted in the device history but was not duplicated during testing. Although the device passed testing, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical department for an unspecified reason. No specific patient information, pump programming, or event details were provided. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. No additional information was provided.